Manufacturer narrative:
The explanted microstent and the delivery device used for explantation were returned to ivantis and evaluated. The implant was received attached to the delivery system. The microstent was subjected to dimensional analysis and visual inspection and met all specifications. Functional testing was performed using the microstent and the returned delivery system; all processes including advancement, release, retraction, and recapture were smooth and normal. Unidentified foreign matter, presumably iris tissue, was observed near the proximal end of the microstent. This foreign matter is consistent with the reported observation of iris adhesion, which was attributed to malposition of the microstent in the iris. Device identifiers have been requested. Regarding the alleged delivery system malfunction during the explant procedure (i.e., stent became stuck between the interlock and the cannula), the delivery system met all dimensional and visual specifications and the device performed as intended during functional testing. The inability to retract the stent completely was solely attributed to user error in which the microstent was not properly aligned with the interlock in the cannula preventing the wheel from rolling backward or forward. Microstent malposition, ocular pain, excessive tearing, microstent-iris touch, significant iris injury or trauma, blood reflux, and microstent explantation are listed in the device labeling as potential adverse events. The device labeling also includes instructions for postoperative removal of the implant and states that tissue separation and/or dissection may be required to facilitate removal in the event that the surrounding tissue is adherent to the implant. The surgical training program includes instructions for alignment of the implant and interlock for recapture and appropriate actions if resistance is felt during retraction. Manufacturer reference #: (B)(4).

Event description:
A patient underwent cataract surgery with implantation of the hydrus microstent during the week of (B)(6) 2020. On july 6, 2020 ivantis received a report of a patient complaining of eye pain, inflammation, and tearing. The examination performed that day revealed the eye was quiet with no evidence of inflammation or corneal edema, but the hydrus was sticking out further than expected; the intraocular pressure (iop) was 10 mmhg. On (B)(6) 2020 the microstent was explanted due to the malposition. According to the company representative present during the explant procedure, the surgeon used a gonioprism to evaluate the position of the microstent, then entered the eye through the original incision with a new hydrus delivery system. The surgeon engaged the microstent with the cannula and attempted to roll the stent into the delivery system, but the stent became stuck between the interlock and the cannula and would not allow the surgeon to roll the wheel forward or backward, so the stent was pulled out using an arcuate motion. Upon removing the stent, it was clear there were some iris adhesions on the microstent; when the microstent was fully removed there was a small hole in the iris. Based on this observation, the surgeon concluded that the stent had been inadvertently implanted in the iris and not in schlemm's canal. There was some residual bleeding and visualization became difficult, so the surgeon elected not to place a new stent. Additional information has been requested.